Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on: 0001825034 - 2018 - 02992; 0001825034 - 2018 - 02993, 0001825034 - 2018 - 02994.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a hip aspiration was performed on the patient, which determined the patient had two types of infections. The patient is currently in long-term care in a hospital.